Event description:
Device evaluation completed and will generated a follow up report. Jm

Manufacturer narrative:
Other text: investigation completed on a smiths medical intubation/portex endotracheal tubes polar complaint of unable to inflate cuff was confirmed. Four photos received and sample was returned for evaluation p/n 100/136/050. Visual inspection revealed excess thf at the joint between. During inflation occlusion was detected at the joint between. Based on the analysis conducted in the sample provided, cuff inflation and deflation failure mode was confirmed. Therefore, according to on pfmea (rmp 1051) the occurrence of this failure condition could be caused by excessive solvent in the joint . All mitigations on placed were verified and it was confirmed has been executing according, therefore no corrective actions could be implemented, it will be continue monitoring this failure condition in this product for threshold or escalation.

Manufacturer narrative:
Only the month (march) and year (2021) of the event date are known. (B)(6). Device evaluation in progress.

Event description:
It was reported that immediately after using the portex endotracheal tube, the cuff was failing to inflate. No patient injury or complications were reported in relation to this event. Additional information was requested but has not yet been received. Should additional relevant details become available, a supplemental report will be submitted.